Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and current blood glucose was 278 mg/dl. The customer also reported the no delivery alarm on the insulin pump. Customer declined troubleshooting for high blood glucose. Customer advised to change the set and reservoir and monitor the issue callback if issues continues. Customer reported that, the no delivery alarm did not occur during manual prime. Customer reported that, the event was resolved by changing complete set. The insulin pump and reservoir will not be returned for analysis.